Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the patient underwent a revision surgery two years after primary study surgery due to infection. The stem, tray and insert were removed, as well as reversed baseplate and glenosphere. First stage of a 2-stage surgery: revised to antibiotic cement hemi.